Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned to the service center for evaluation and repair. Visual, functional and electrical tests were performed. Replaced cpu pcb to correct the reported complaint of an error code 200 and conducted general check. The provided serial number is not a valid serial number, which precludes a serial specific device history review. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the vapr 3 generator displayed an error code. It is unknown when the malfunction occurred. This report is 1 of 1 for (B)(4).